Event description:
Consumer called to report varied readings with their meter. Comparing readings with their other meter (competitor) analysis run on clark error grid using competitive reading (180) as ref. Point vs. Bd reading (53) yielded data points in the c range of the grid, outside acceptable limits.